Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, an adverse event occurred. The patient stated they were not receiving alerts when their blood sugar goes low. They stated were supposed to wake up by 7:00am but they were awake since 4:52am treating a low for 20 minutes. They stated they woke up due to their body's reaction to low blood sugar and that the dexcom application did not alert them. No data was provided for investigation. Confirmation of the allegation was undetermined. The root cause could not be determined. No additional patient or event information is available.